Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage due to damage in the left cylinder. A revision surgery was performed to explant and replace the device. No further details were provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was visually inspected and underwent leak testing. The kink resistant tubing (krt) was worn to the filament. The cylinder had a hole in the outer tube from krt wear in the proximal end which led to fluid leakage. In addition, an unused cylinder was returned for analysis, no visual abnormalities were found, and it did pass leak testing. Based on the information available and analysis results, the hole found in the cylinder could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage due to damage in the left cylinder. A revision surgery was performed to explant and replace the device. No further details were provided.